Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap was unable to be removed from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1: date of submission 17-dec-2017 device evaluation: the device has been returned and evaluated by product analysis on 29-nov-2017 with the following findings: during investigation, the returned battery cap was found to be difficult to remove from a test pump. The threads of the returned battery cap were observed to be damaged. The battery cap contact height and width measurements were found to be within specification. Unrelated to the original complaint, the battery compartment was found to be cracked from the threads to the case seal on the left side of the grip pad. Moisture was observed in the battery compartment. A leak test was performed and a leak was identified in the battery compartment. The pump cover was removed and there was no evidence of moisture to the internal components.